Event description:
It was reported to boston scientific corporation, that a prolieve thermodilatation kit was used during a benign prostatic hyperplasia (bph) procedure. During the procedure, the prolieve system displayed a "low water" error message. The physician attempted to manually fill the water cartridge, and the system again displayed a "low water" error message. The cartridge was replaced; however, the problem persisted. The procedure was rescheduled due to this event. There were no patient complications and the patient condition was reported as "fine". Note: this is the first event of two. Refer to bsc MDR ID 3005099803-2008-6383 for details of the second of event.

Manufacturer narrative:
The complainant indicated that the device will not be returned for evaluation; therefore, a failure analysis of the complaint device could not be completed. The lot number of the prolieve thermodilatation kit is not known; therefore, the device manufacture date and expiration date cannot be determined.